Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and performed a total service call on the system. The cse also replaced the sample syringe, rinse blocks and wash guide. The cause of the discordant tni result is unknown. The cse successfully ran a precision test and quality controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant troponin (tni) result was obtained on one patient sample on an advia centaur cp instrument. The discordant tni result was not reported to the physician(s). The customer repeated the sample three times on the same instrument. It is unknown as to which repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.